Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The possible batch number is reported as follows: batch hlz196, mfg date: 10/10/2014, exp date: 7/31/2019. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that the patient underwent foot surgery on an unknown date and suture was used. The patient developed a reaction post-operatively. It is unknown what intervention was provided. Additional information has been requested.